Manufacturer narrative:
Siemens healthcare diagnostics filed MDR 1219913-2021-00495 initial report on 2021-11-23. Additional information - 2021-12-16. Siemens has completed the investigation for discordant (elevated) advia centaur xp ca 19-9 results from one patient sample compared to the lower result with an alternate test method. The customer had a sample from a patient with a digestive track disease that recovered 376 u/ml and 370 u/ml with advia centaur xp ca 19-9 lot 485 but recovered 15 u/ml with the alternate ca 19-9 method. When the customer treated the patient sample with polyethylene glycol (peg) and retested with advia centaur xp ca 19-9, it recovered 18 u/ml. The customer was not able to provide a list of medications/supplements that the patient was taking. The sample could not be sent to siemens healthineers for evaluation due to country export regulations. Treatment of the sample with peg may have precipitated antibodies that were interfering with the advia centaur xp ca 19-9 assay. As stated in the limitations section of the advia centaur xp/xpt ca 19-9 instructions for use (IFU), "heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays." The table in the expected values section of the advia centaur xp/xpt ca 19-9 IFU indicates that 3.7% of samples from normal patients recovered >37 u/ml, so a certain number of elevated results from normal patients can be expected for this assay. In addition, the limitations section of the advia centaur xp/xpt ca 19-9 IFU states: "do not use the advia centaur ca 19-9 assay as a screening test or for diagnosis. Do not predict disease recurrence solely on levels of advia centaur ca 19-9. Normal levels of advia centaur ca 19-9 do not always preclude the presence of disease." "Do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation." - "the concentration of ca 19-9 in a given specimen determined with assays from different manufacturers can vary because of differences in assay methods, calibration, and reagent specificity." The cause of the discrepant results seen by the customer with this one sample when using advia centaur xp ca 19-9 lot 485 could not be determined but siemens cannot rule out pre-analytical factors, a sample issue, or normal assay performance. Based on the investigation, no product problem was identified. The customer is operational. No further investigation in required. In section h6, the investigation type, findings and conclusion codes were updated based on the investigation results. MDR 1219913-2021-00496 supplemental 1 report was filed for the same issue.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) to report discordant, high advia centaur xp ca 19-9 results on a patient sample. Quality control (qc) results were within acceptable ranges when the incident occurred. The advia centaur xp/xpt ca 19-9 instruction for use (IFU) under the interpretation of results section states the following: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." The advia centaur xp/xpt ca 19-9 instructions for use (IFU) states the following in the limitations section: "warning do not use the advia centaur ca 19-9 assay as a screening test or for diagnosis. Do not predict disease recurrence solely on levels of advia centaur ca 19-9. Normal levels of advia centaur ca 19-9 do not always preclude the presence of disease. Note do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation. The concentration of ca 19-9 in a given specimen determined with assays from different manufacturers can vary because of differences in assay methods, calibration, and reagent specificity. Ca 19-9 determined with different manufacturers' assays will vary depending on the method of standardization and antibody specificity. Therefore, it is important to use assay-specific values to evaluate quality control results." Siemens healthcare diagnostics is investigating. MDR 1219913-2021-00496 was filed for the same event.

Event description:
A customer observed an elevated advia centaur xp ca 19-9 result on a patient sample. The sample was retested on a different day and the result was again elevated. The patient sample was tested on an alternate ca 19-9 test method, resulting lower. The advia centaur xp ca 19-9 results were not reported to physician. The customer believes the alternate method result to be correct as it was agreement with clinical picture of this patient. There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant high advia centaur xp ca 19-9 results.